Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: item description: description of problem: product attached to distal portion of IV tubing and infusing lipids into patients PICC line. Infusion pump alarming "occlusion". Tubing assessed and lipids noted to not be infusing past filter. Filter clogged.

Manufacturer narrative:
E1: initial reporter facility name- childrens hospital of orange county childrens specialists h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed